Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient on impella rp support developed hemolysis. It was further reported that the impella rp had decreased flows since removing original extra-corporeal membrane oxygenation right ventricular assist device. Throughout the night flows decreased while motor current increased. The team did not want to replace the pump. Attempted to try tissue plasminogen activator protocol with no success. Eventually the pump flow completely stopped and was removed. The patient's outcome was noted as critical. The team used high vasopressin/inotropic support to support the right heart while the family made a decision on plan of care. Care was withdrawn and the patient subsequently expired. Additional information provided indicated there was uncertainty if a clot was seen when the pump was eventually removed. There were no kinks seen. When the original right ventricular assist device (rvad) was removed, the impella rp motor current went up, and the physician did not want the impella rp flows decreased during removal of rvad.

Manufacturer narrative:
The investigation for the reported hemolysis and low pump flow has been completed. Data logs were reviewed which confirmed the failure mode and clinical narrative. Logs showed after pump started and ran for about 31 hours, p level was increased from p-5 to p-9 but flow did not reach to expected level. Pump continued running on p-9 with low flow for about 20 hours, then the flow dropped to zero with multiple motor current (mc) spikes that triggered auto suction response. This event remained to the rest of the case. Product was not returned for review. Based on clinical description and data analysis, the root cause of low flow was most likely biomaterial ingestion. The root cause of hemolysis was most likely biomaterial ingestion. The instructions for use for the impella cp with smartassist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ g1 reporting contact fax number missing in accordance with updated procedures, sections h10 have been revised from the initial submission.